Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending artery with no tortuosity, mild calcification and 75% stenosis. A 3.0x12mm nc trek rx balloon dilatation catheter (bdc) was advanced without resistance and attempted to be inflated for the second time; however, the balloon ruptured at 8-10 atmospheres. The balloon dilatation catheter was withdrawn from the patient anatomy without resistance. Reportedly, the device was soaked prior to use. However, air aspiration was performed inside of the patient anatomy. Another same size nc trek bdc was used to ultimately treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device: incorrect prep. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. It should be noted that the preparation for use section of the nc trek coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.